Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak near the last bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. Fluid leaked from somewhere on the icodextrin bag or the last bag line. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported fluid leak event occurred with a baxter icodextrin last bag. The patient also uses a fresenius safe lock adapter to connect to the last bag. The patient contact had noticed fluid on the floor but could not confirm if the fluid came from the bag itself, the adapter connection, or the last bag line on the cycler set. The patient contact confirmed there was no fluid in or around the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient skipped the remainder of treatment with the last bag in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set, adapter, and last bag are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak near the last bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. Fluid leaked from somewhere on the icodextrin bag or the last bag line. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported fluid leak event occurred with a baxter icodextrin last bag. The patient also uses a fresenius safe lock adapter to connect to the last bag. The patient contact had noticed fluid on the floor but could not confirm if the fluid came from the bag itself, the adapter connection, or the last bag line on the cycler set. The patient contact confirmed there was no fluid in or around the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient skipped the remainder of treatment with the last bag in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set, adapter, and last bag are available to be returned to the manufacturer for physical evaluation.